Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -04.50/+2.5/087 (sphere/cylinder/axis), into the patients right eye (od) on (B)(6) 2023. The lens was removed on (B)(6) 2023 due to excessive vaulting. The lens was replaced with a shorter lens and the problem was resolved. Patient is doing great.

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Claim #:(B)(4).